Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint of "unable to close jaws." Upon visual and microscopic inspection, no damage was found to the cable assembly. No broken or frayed cable damage or misalignment of grips was observed. The instrument was driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, performed grip function successfully and passed the grip bumper test. As part of investigation, instrument was further inspected. Additional observations were identified. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No damage on the conductor wire insulation was observed. Root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. The instrument was also found with thermal damage at the yaw pulley. Black char marks were observed near the broken conductor wire. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to the mishandling and misuse. Both additional observations are unrelated to the primary issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is reportable due to the following: failure analysis identified thermal damage on the yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument jaws could not be closed. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.